Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data revealed alarm 128 replace battery alarm followed by multiple pump reboots. The battery voltage was low and when the battery was replaced, no other alarms occurred. The original complaint was unable to be duplicated during the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. Unrelated to the original complaint, there was visible rust inside the battery compartment. It was also observed that the battery compartment was cracked at the threads. The pump powered on to a dim and discolored display. The pump was opened and there was evidence of moisture found internally on the battery canister and on the support bracket. A leak test was performed and failed indicating a battery compartment leak. (B)(4).